Event description:
The customer reported that this device has failed as per the "therapy connection maintenance and inspection." There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.